Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Based on new information provided by the account, this reported was updated from a malfunction to a serious injury.

Event description:
According to the reporter: the tip of the versastep cannula broke into a small piece of wedge shape and fell down to abdomen. Then, after 20 minutes, operation team found the piece and successfully finished the procedure.